Manufacturer narrative:
Covidien reference#: (B)(4). The incident device was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a c-section the cautery tip/pencil caught on fire. There was no injury or medical attention needed for the patient. The incident sample is not being returned to covidien for evaluation. Medline has filed a medwatch rpt (1423395-2016-00009).